Manufacturer narrative:
DHR of lot 7061486 was reviewed and no abnormalities were found. Manufacturing records were reviewed and no abnormalities were found. Retain samples and return samples were reviewed, all test data meet specification. Based on the investigation, an absolute root cause for this incident cannot be found. The incident has been determined not to be manufacturing related issue.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 31 g x 5 mm bd micro-fine¿ pen needle broke off into the patient¿s abdomen when getting a home injection by his parent. The patient was taken to the hospital to have the needle surgically removed. No other information was provided regarding medical treatment.